Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following multiple falls, the patient experienced ineffective therapy due to all high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.